Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that unspecified alarms intermittently occurred, and that out of range issues occurred between the transmitter and the pump for an unspecified amount of time. The customer's blood glucose level was 160 mg/dl. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.